Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a merlin.net remote transmission was discussed a possible atrial lead noise present that is occasionally being oversensed by the device. It was noted that this could be mixed with some true af on occasion, as some of the episodes were hard to interpret. Patient presented to the clinic and noise was not reproducible. Programming changes were made. Patient is fine.